Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 422 mg/dl. The customer stated they had a bent cannula and also noticed that the label for the serial number was missing. The customer was advised that we are sending a cot pump for the missing label on it.